Manufacturer narrative:
Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) message was observed on a patient programmer that had communicated with an implantable neurostimulator (ins). The displayed por was a warning message, with an exclamation point in a triangle being displayed in the screens upper left corner. It was noted that no specific error codes were observed with the por message. A manufacturer representative (rep) met with the patient on (B)(6) 2021 and observed a por message with a physician programmer at that time. The rep was unable to clear the por message at the time of follow-up and there remained no specific error codes observed. The cause of the por was not determined; however, upon consulting with the manufacturer¿s technical support group, it was suspected that the ins was at end of service (eos) and that this was why the rep was unable to clear the por message. The rep planned to reach out to the patient¿s physician to determine whether they wanted to replace the ins or not. No further event information was reported; no complications were reported or anticipated.